Event description:
It was reported that the patient experienced dyspnea after their left ventricular (lv) lead dislodged. The lv lead was confirmed to have dislodged into the right atrium via x-ray. The lv lead was revised and remained in use. It was also reported that 8 days after the lv lead revision the patient experienced diaphragmatic stimulation due to microdislodgment of the lv lead. The lv lead was programmed off. The patient is a participant in the sls clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).